Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the ruby coil (lot #f64889) pusher assembly. The pusher assembly was kinked approximately 34.0 cm from the proximal end. The coil was detached from the pusher assembly and not returned for evaluation, and the proximal constraint sphere was not present in the distal detachment tip (ddt). Conclusions: evaluation of the ruby coil (lot #f64719) revealed the introducer sheath was damaged. This type of damage typically occurs due to improper handling during use. If the ruby coil is manipulated forcefully against resistance during insertion or withdrawal into a catheter or rotating hemostasis valve, damage such as this may occur. Evaluation of the ruby coil (lot #f64889) revealed the pet lock was broken. A broken pet lock is indicative of an excessive pull force that was applied to the pull wire of the ruby coil, and that the pull wire was retracted. Further evaluation of both ruby coils revealed the pusher assemblies were kinked. This type of damage typically occurs due to improper handling during use. If the ruby coil is forcefully manipulated during advancement into a catheter, the pusher assembly may kink. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01082.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil (lot #f64889) through another manufacturer's microcatheter, it unintentionally detached. The physician successfully delivered the detached ruby coil into the aneurysm by flushing the microcatheter with saline. In an attempt to deploy a new ruby coil (lot #f64719) into the aneurysm, the ruby coil pusher assembly became kinked and the ruby coil was removed from the microcatheter. The procedure continued using new ruby coils. There was no report of an adverse effect to the patient.